Manufacturer narrative:
This device is used for treatment. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. As this was not an intra-operative event, a review of op-notes, patient history, device use compatibility, and surgical technique is not applicable. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Product not returned.

Event description:
It was reported two tibial articular surface provisionals fractured during use.